Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the batteries were not charging. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the batteries were not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional point of contact: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and then the fse had replaced the reel, ac power cord, domestic then after the replacement the problem had been resolved. Then the fse had performed a full calibration , and tested the unit. Then the equipment works according to the manufacturer's specs from which the unit had passed all the functional and safety tests and the unit was returned to the customer for the clinical use. The failure analysis and testing dept. Received rev. E with a reported unit failure of the batteries not charging.the fat performed a visual inspection and found the part to be in good condition.the fat installed the cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave revision r. Verified the batteries were not charging. Found that two wires may be damaged as there is no continuity in these. Retaining the part in the failure analysis and testing department per procedure rev. Aq. The non-conformances with the returned components were confirmed.